Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemorrhage is included as a possible complication in the instructions for use (IFU) for the artemis neuro evacuation device. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2022-00415.

Event description:
During its post-market surveillance activities on 15-aug-2022, penumbra inc. Became aware of a journal article titled, "long-term functional independence after minimally invasive endoscopic intracerebral hemorrhage evacuation" (ali et al. 2022). In this single center retrospective review, ninety patients underwent minimally invasive endoscopic evacuation (mis) to treat spontaneous intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis) or an apollo system between december 2015 and october 2018. Four patients had asymptomatic re-bleeding defined as a greater than or equal to five milliliter increase in hematoma volume between any two computed tomography (CT) scans up to thirty days post-procedure. Fifty-five patients experienced intraoperative bleeding. No additional information was provided. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.